Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was found that the patient's implantable cardioverter defibrillator was able to be interrogated initially and then exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the device records were reviewed and confirmed bluetooth (ble) was disabled. A device chip reset was performed to reestablish ble communication. There were no patient consequences.